Manufacturer narrative:
Device evaluated by MFR: a symmetry sv/5-2/4t/40 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located on the distal markerband. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A fg sv/5.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A fg sv/5.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.